Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that their implantable neurostimulator (ins) only lasted 2 years and they had pain once it depleted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having ¿problems¿ with the stimulator over the past six months. The caller did not know what kind of problems the patient was having with the stimulator. The patient recently moved and needed a new doctor. It was later reported the patient was doing fine in general with no major health issues. However, it was later reported that there was a communication problem and the patient¿s device had stopped functioning 6 months ago. The patient received a new implantable neurostimulator recharger (insr) unit and she tried to charge it but it was unsuccessful. The patient¿s emergency room (ER) doctor told her she needed to get her device replaced. A doctor did not believe the device had been checked by a manufacturing representative (rep) at this point to determine if it was at end of service (eos) or overdischarge. It was noted that the patient did not have a follow-up healthcare provider (hcp) at this time. It was later reported that a rep was scheduled to come and see the patient at her primary care physician¿s (pcp) clinic in the near future. The patient¿s implantable neurostimulator (ins) was completely dead and the patient had been jumping from ER's to urgent care and now was seeking help at her pcp¿s facility. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.